Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to urethral atrophy. Additional information received stated that the patient experienced recurring incontinence with the urethral atrophy and the new cuff was downsized. The patient condition following procedure was stable.